Event description:
It was reported that patient presented to the hospital for initial system implant. The rv lead was inserted into the device header rv port, but there were no clicks from the wrench, and the lead pulled right out. Device was removed and a new ICD was implanted.

Manufacturer narrative:
The reported field event of the inability to tighten the set screw was confirmed in the laboratory. Visual inspection identified silicone, septum material in the df-4 set screw hex cavity. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty tightening the set screw.

Manufacturer narrative:
(B)(4).